Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Terumo speculated that the missing cardioplegia pack may have been placed in another pack from the same lot. Packs from terumo inventory were returned and weighed to determine which pack had the add'l cardioplegia pack. No packs seemed to contain the extra cardioplegia kit. It is possible that the pack containing two cardioplegia kits was shipped to the customer, was not part of the packs terumo returned from inventory. The root cause of the event is unconfirmed because no discrepancies were noted. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the cardioplegia circuit is missing. There was no delay in surgical procedure.